Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. Patient stated that his sister called him due to low blood glucose (bg) reading she noticed on the dexcom follow application. When the call ended, the patient did not disconnect the phone completely and when the patient's sister tried calling again, after noticing another low bg reading on the application, she was unable to get a hold of the patient. After multiple attempts to reach the patient, the patient's sister called the paramedics who responded at the patient's home. The patient was unresponsive due to their low bg and the paramedics gave the patient a shot to raise his bg levels. Patient saw the endocrinologist on (B)(6) 2015 was instructed to eat more. Patient stated that he does not eat much which causes low bg levels. Additionally, it was reported that the receiver did properly alert the patient during the event but he did not hear the alerts. There was no alleged device malfunction. At the time of contact, the patient was in good condition.